Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this pacemaker had eroded through the skin, and an infection was suspected. The entire system was explanted and a new system will be placed submuscular on the opposite side.